Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blurry image. The issue occurred during preparation for a therapeutic procedure, and which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust enters the ccd glass and an internal break in the insertion section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was found that dust enters the ccd glass resulting in blurred images. Additionally, it was detected that the internal break in the insertion section causes the connecting assembly can be rotated. The most probable cause of the complaint was a component failure of the distal end and of the insertion tube without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.